Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the instrument would not open after firing. The firing handle was forced open by hand and the instrument was removed. Staples had fired, but adequate hemostasis was not believed to be achieved. The procedure was then completed with another device. Or time extended 15 minutes.